Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose ranged from 800 mg/dl to 1000 mg/dl. Customer had a surgery. Customer's blood glucose at time of call was 600 mg/dl. Device had alarmed no delivery alarm. During troubleshooting, device passed the self test. Customer was unable to perform the high pressure test at time of call. After troubleshooting, customer will not be returning the device for analysis.